Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of inspection results for this lot # confirmed that no non-conformances were identified related to the reported event and the product met sjm specifications. Based on the information received, the cause of the reported skin abrasion could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, a skin abrasion occurred. Following the procedure, when the surface electrodes were removed from the patient's leg, the skin was noted as reddened with blisters due to the adhesive. A surgical remover was applied to remove the adhesive remaining on the skin. The patient's skin was not prepped prior to electrode placement and no treatment was applied after removing the patches.